Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The data logs were not applicable. The pump was returned and evaluated. There were no abnormalities such as tip damage found with the repositioning sheath. The 14 french sheath was not returned. Based on the clinical details, there was oozing and a small hematoma noted at the access site. Hemostasis was said to be achieved after pump removal with right femoral artery repair and hematoma evacuation. It was believed by the physician that angle of stick and entry caused impella sheath to kink and caused uncontrollable blood loss. The root cause of the vascular damage was most likely use-related since the physician noted a poor angle of stick and entry causing sheath to kink followed by uncontrollable blood loss. E.1 revised phone number as it was previously reported incorrectly on the initial manufacturer device report number 1220648-2025-26757. G.1 added reporting contact facility name as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26757. H.6 added health effect - clinical code 1884 and health effect - impact code 4627 as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26757. Code 4315 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26757 as the device was returned and was investigation was pending. Codes 3233 and 11 should of been on the initial manufacturer device report number 1220648-2025-26757. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2025-26757 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Event description:
The user facility reported a 70 year old male who after the impella cp placement, the patient developed a hematoma and bleeding from the access site. Sutures and angle matching was done but there was still some oozing. Seven unit of blood was administered. The impella was removed, the hematoma was evacuated, and the right femoral artery was repaired. The patient survived the procedure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿